Manufacturer narrative:
(B)(4).

Event description:
The stimulation could not be adjusted. The device was in a power-on-reset condition. A "call your doctor" icon was displayed along with error code "0 x 2". The condition was cleared. The programming was intact and the system was functioning.